Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and expired on the same day. This is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.